Event description:
This is the first of two reports (same patient, same incident, different product). It was reported that on an unknown date, there was leaking coming from back of the 24khz neuro short handpiece. The product problem was described as a slow leak. It could not be determined if the leak was coming from the handpiece or the tubing. There was patient contact, but no patient injury. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The product was discarded by the customer. An investigation has been initiated based upon the reported information.